Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was only able to run on battery power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator was only able to run on battery power. The biomedical engineer reported that the alternating current (ac) inlet was replaced, but the issue was not resolved. It was then reported that the device would intermittently charge the battery if the device was tapped on. The rse noted that the device had not yet had the 4th generation power management (pm) board installed and believes the pm board was the issue. The rse provided the customer with the following instructions, verify ac outlet for proper voltage, verify that power cord was functional, verify power supply (24v), with ac power disconnected, remove j1 from pm board, reconnect ac power, verify that 24v was present between the orange and brown wires on the power supply harness connector, if 24v is present, replace the pm board, if 24v is not present, verify that ac power was present, disconnect ac power, and remove electromagnetic interference shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet: if ac power was present, replace the power supply, if ac power is not present, replace the ac inlet. A field service engineer (fse) provided onsite assistance and reported that the issue was resolved after replacing the power management board. The device was returned to service.